Event description:
It was reported that the patient with this left ventricular (lv) lead exhibited infection. A revision was performed and the crt-d along with the ra lead, right ventricular (rv) lead, and lv lead were explanted. No adverse patient effects were reported. The lv lead will not be returned. Additional information indicated that the field representative confirmed that the lead was damaged during explant procedure. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was part of the system revision due to infection. No adverse patient effects were reported. The lv lead was explanted.